Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's system controller stopped functioning and had a pump stop. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of the system controller not functioning was confirmed. The system controller was connected to test equipment in the manufacturer's lab and the device was not functional and did not exhibit any visual or audio alarms. Visual inspection of the inner main electronic board revealed heat discrepancy on the drive circuitry components. Further analysis revealed multiple component discrepancies that would result in the device not being able to alarm or function when either on batteries or ac power. The root cause of the damage sustained to the system controller drive circuitry could not be conclusively determined. No further info is available. The manufacturer is closing its file on this event.